Event description:
On (B)(6) 2025, the beta bionics ilet user reported fluctuating glucose levels. The user noted a hypoglycemic event on 08/01/2025 after eating a higher-carbohydrate breakfast where they experienced lows throughout the day and stated that the same meal on this date led to persistent high glucose despite a usual meal announcement. The user reported a bg range of 63 mg/dl to 401 mg/dl over 9 days. The user confirmed there were no leaks or alerts indicating insulin delivery interruption. Technical support advised the user to limit meal announcements to typical meals while the ilet continues to adjust and discussed the option of administering a manual injection with a two-hour pump disconnection if needed. The user successfully self-treated their low with juice and their high with manual insulin injection. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.